Manufacturer narrative:
Citation: park h et al. Extremely early structural failure of a self-expanding transcatheter aortic valve secondary to leaflet dehiscence. Jtcvs techniques. September 2020; 3:87-88. Doi: 10.1016/j.xjtc.2020.02.020. Published: march 19, 2020. Earliest date of publish used for date of event, no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) male patient with a medical history of chronic lymphocytic leukemia, hypertension, dyslipidemia, obesity, paroxysmal atrial fibrillation, and severe aortic stenosis who underwent transcatheter aortic valve replacement with a 34 mm medtronic evolut r (serial number not provided). Following evolut r deployment, a post-implant balloon aortic valvuloplasty was performed with a 28 x 40 mm non-medtronic balloon for moderate paravalvular aortic insufficiency. At 30-day follow-up, an echocardiogram showed mild paravalvular aortic regurgitation. Approximately ten months following evolut r implant, the patient presented with sudden onset of shortness of breath. Transthoracic echocardiography revealed severe aortic valve insufficiency. Transesophageal echocardiography confirmed severe eccentric aortic insufficiency secondary to ¿flail¿ leaflet. The patient reported no history of febrile illness and blood cultures were negative. In preparation for surgery, a left heart catheterization was performed, which showed severe stenosis of the mid-right coronary artery. It was noted that this artery had not been significant by fractional flow reserve ten months earlier. Subsequently, the evolut r was surgically explanted and replaced with a 27 mm medtronic surgical aortic valve. Coronary artery bypass grafting to posterior descending artery, pulmonary vein isolation, and left atrial appendage clip placement for pre-existing paroxysmal atrial fibrillation were also performed during the surgery. Intra-operative findings included: the evolut r left coronary leaflet was avulsed (separated/detached) from the valve frame at the left-right commissure. The physician/author stated the evolut r leaflets appeared normal without any thickening, no vegetations, and without perforation. Tissue, blood, and valve swab cultures showed no growth. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected: h9. The previous correction number was submitted in error. The number should be 2025587-10-28-2020-001-c. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.